Event description:
Name of procedure being performed: lar. Detailed description of event: hospital: [name] hospital. Distributor: [distributor's name]. Event date: 24dec2024. Model #: c8301. Lot #: 1531392. Before the surgery, the scrub nurse noticed a short hair inside the product packaging immediately after opening it. As a result, the product was not used and was returned. User replace with a new one to complete this surgery. Type of intervention: na (before use). Patient status: na (before use).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a loose hair between the instrument shield and alexis. Based on the condition of the returned unit and the description of the event, it is likely that the loose hair originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Name of procedure being performed: lar detailed description of event: hospital: [name] hospital, distributor: [distributor's name], event date: 24dec2024, model #: c8301, lot #: 1531392. Before the surgery, the scrub nurse noticed a short hair inside the product packaging immediately after opening it. As a result, the product was not used and was returned. User replace with a new one to complete this surgery. Please refer to the attached photo for reference. Patient status: na (before use) type of intervention: user replace with a new one to complete this surgery.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.